Manufacturer narrative:
The following additional defects were observed during the device evaluation: the angulation curvature was lacking due to elongation of the angle wire. There was play of the angle knob due to the elongation of the angle wire. The insertion tube was wrinkling in the insertion section of the tube due to external factors. Dirt was observed on the air supply and water supply cylinders and was difficult to remove. The investigation is ongoing. Therefore; a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the brush tip fell off during cleaning and it could not be removed even when it was pushed from the opposite side with forceps. There was no report of patient or user harm due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the forceps channel was observed to be clogged with a brush tip (foreign material). This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to insufficient reprocessing or handling. Olympus will continue to monitor field performance for this device.